Event description:
A customer reported that an abo mistype occurred with a sample when tested on the galileo neo, (B)(4).

Manufacturer narrative:
The customer stated they only use barcodes from 1-9999 before repeating the cycle and may not have archived before repeating sample barcode sequences. A review of the instrument data indicated the discrepancy was caused by two different samples with the same ID both being processed under the reflexabo assay. Initial testing reported the sample as a positive. A new different sample run with the same ID resulted as b ntd. The reflexabo validate method converted pulled the a from the previous result, converted the ntd to reflexabo pending, and ordered another reflexabo for the sample. The repeat reflexabo assay gave a result of b pending. Since the repeat was for the rh, the validate method carried forward the a for the abo and converted the reflexabo pending to pending for the rh. The validate method then converted the pending to weak_d pending for the rh. This is a known limitation outlined in the neo operator's manual stating "after the reflex testing procedure begins on a sample ID, the value of the result element not being resolved is not updated. For example, if a sample ID is run using the reflexabo assay and is assigned the result of b ntd, the reflex testing procedure will order a repeat of the reflexabo assay to resolve result element 2 (the rh result). If the result from this repeated reflexabo assay is o rh positive, the reflex testing procedure will continue and the current result would be b rh positive. The abo result of o that was determined during the repeat testing is not considered for incorporation into the final result."